Event description:
Reported through long term clinical study follow up: pt expired approximately 124 mos post implant from unk cause. Echo at the last pt exam on 1/25/94 revealed the valves to be functioning normally. The pt also had marphan's syndrome.